Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a straight tip t25 screwdriver broke at the tip intra-operatively during the removal of the synthes matrix revision surgery, at l3-l5 on (B)(6) 2014. The revision was performed due to a fracture that occurred above the previous level at an unknown location. A small piece of the tip broke completely off but was recovered and removed from the patient, another driver was used to remove the remaining construct. It was reported that the surgeon revised the patient to an extended construct from t5-s1. No surgical delay was reported. No patient harm was reported. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the distal tip was received missing 4mm of material, with a fracture pattern indicative of excessive torsional stresses while loosening the locking cap. One straight tip star-driver shaft part 03.632.400 (lot# 7794123) was received. This instrument is part of the matrix spine systems. The applicable technique guides and related literature were reviewed. This device is indicated for the final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers (based on compatible functionality: 03.632.002, 03.632.072, 03.632.400 and 03.632.401). A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. This device was returned with the complaint the tip breaking intraoperatively. Upon inspection of received driver shaft, this failure was caused by excessive torque applied; laboratory testing previously conducted demonstrates that yielding occurs at approximately 15nm and shearing occurs at greater than or equal to 20nm. The 10nm torque limiting handle was out of calibration or it was not used while trying to loosen the locking cap. It is not clear how this instrument has been used prior to detection of this defect. The applicable tabulated driver drawing was reviewed. This drawing calls out the appropriate dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was confirmed; however, it is not clear what led to this condition as is not known if a torque limiting handle was used in this procedure, although it was caused by excessive torque. The design of reported device was found to be adequate for its intended use and did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.